Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the examination lamp did not light. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the examination lamp failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the examination lamp failure. However the exact cause of the examination lamp failure could not be conclusively determined. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.